Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) bolus express button dome switch. No unlocked j2/lcd keypad connector noted. No unexpected numbers ramping/scrolling anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's arrow button was stick a bit and was jump drastically from one number to another. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.